Event description:
During preventative maintenance testing by a laerdal svc tech, the unit was found to charge and appear to deliver a shock but no energy was actually delivered. Eventually the unit degraded to an "attach electrodes" condition and in less than a minute, shut off with the alert triangle illuminated.